Manufacturer narrative:
(B) (4).

Event description:
The pt's implantable neurostimulator (ins) shut off when she went through the airport on vacation and turned back on when she returned through the airport. She did not bring her pt programmer on vacation, so she was without stimulation for the vacation. Since then, the ins was still turning off now that she was at home. Follow-up with the pt's physician was recommended. It was noted that at the airport, the pt had walked outside of the security gate; she had a hand search; no wand was used. Additional info has been requested, a follow-up report will be sent if additional info becomes available.